Manufacturer narrative:
Add'l info has been requested and if received, will be provided on a supplemental report.

Event description:
The customer, (B)(6) of the economy department, has returned the screw for an free of charge exchange and reported to our customer service clerk in his letter that the leader of the surgery department has found out that the thread of the screw is defect.